Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The electronic records were downloaded and reviewed. It was verified that during an event on (B)(6) 2020, the device lost power multiple times. Both the batteries used during the event were more than two years old. It is recommended that lp15 batteries be replaced approximately every two years. The root cause of the reported issue is likely the age of the device batteries. It was determined that the power pcb, battery pins and w10 wire harness should be replaced as a precautionary measure. Due to a part obsolescence, the device cannot be repaired. The customer was offered a replacement device. The removed device was scrapped by stryker.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly during patient monitoring. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
(B)(6). Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly during patient monitoring. There was no harm to the patient as a result of the reported event.